Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the limited information provided and without the return of the device for evaluation the root cause of the reported broken tip cannot be determined. The 465 stainless steel and the 420 stainless steel are not implantable alloys; therefore, long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the threaded end of the retaining rod on the device fractured off, rendering the device inoperable. The fractured tip was not returned. The device was manufactured in 2015 and shows signs of extensive wear / usage. The medical investigation concluded that, based on the limited information provided, the root cause of the reported tip breakage cannot be determined. Based on the results of the product evaluation, age related wear cannot be rule out as a contributing factor. The 465 stainless steel and the 420 stainless steel are not implantable alloys; therefore, long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. No further medical assessment can be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the day after the surgery, the tip of the inner shaft of the device used to complete the procedure was broken. Then after receiving the x-rays, it was confirmed the broken piece remained inside the screw head in the patient body. No plan to remove the broken piece from patient body at this moment.